Manufacturer narrative:
Please note the previously reported h6 conclusion code has been corrected from d16 to d14 at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a2, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, ubd: (B)(4), UDI#: (B)(4). Report source - country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced ¿the impression that the battery was warming up and that this warming sensation was not only during the recharging session.¿ the patient had experienced the issue for three months as of (B)(6) 2020. The patient had not experienced any falls or accidents and there were no component revision procedures performed recently at the time of report. Impedance testing performed on (B)(6) 2020 indicated that all electrode pair values were ¿ok.¿ interrogation of the implantable neurostimulator (ins) noted the patient often left the ins discharged and that this often required longer recharge sessions. It was suggested to the patient that they recharge more frequently to reduce the recharging session lengths and the patient was redirected to their general practitioner (gp) to exclude signs of infection. Upon meeting with their gp, it was noted there was a ¿suspicion of infection both on scar for lead placement and scar for ins placement.¿ the patient was advised to meet with their implanting pain specialist and/or neurosurgeon for further follow-up. No further complications were reported or anticipated.